Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The device involved in this MDR report was implanted on (B)(6) 2011. At this time, an induction test was performed. Reportedly, on (B)(6) 2011, the physician performed a second induction test; however when he interrogated the device he couldn't find the corresponding episode. The physician asked for an explanation. Review of provided pt files revealed that the episode corresponding to the induction test was available on the pt file dated (B)(6) 2011 at 10:29. The memory was reset by the user, which explains why the episode was no longer available at 10:35.